Manufacturer narrative:
Evaluation of this event could not be performed, as the device has not been returned to co but rather has been discarded at the hospital. Additional information is unobtainable.

Event description:
The acetabular liner was revised due to recurrent dislocation.